Event description:
It was reported, the patient had a biopsy, and was under general anesthesia. Since that time the patient was experiencing pain at the ipg site and a buzzing sensation when the stimulation was turned on. The patient was scheduled to meet with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.